Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was not in clinical use. No harm was reported. A philips field service engineer (fse) visited the site and replaced the power supply which returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed system was not booting up. Upon functional testing the fse found that the mp power supply (rear panel m cabinet, 24v 12v 5v) was not illuminated and the switch was turned off. To resolve this issue the fse replaced the power supply behind the m cabinet. After the replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.